Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal sn (B)(6)) was explanted on (B)(6) 2023. The treating physician reported insufficient ability to adjust the original lens and replaced it with a +4.0 d lal. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6)) was explanted on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.